Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has an aortic valve angle of 39 degrees. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Prior to the procedure, echocardiogram (echo) showed a small pericardial effusion. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. Immediately the patient was observed with asystole; navitor and flexnav ds were introduced into the patient's anatomy. During the procedure, on the first attempt, the valve was repeatedly moving into the sinus of valsalva (sov), and it was recaptured. Positioning issue persisted on the second and third attempt, therefore it was required to recapture for three times. Pericardial effusion had worsened to a larger size and observed to be localized. The patient had also become hypotensive; chest compressions were initiated and pericardiocentesis was performed. The patient was reported to be in a guarded position. A new 23mm, second valve was selected for implant using a new small flexnav ds with xs, abbot wire and able to be deployed successfully at a depth of 6mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient began hypotensive once again; chest compressions were performed and intravenous (IV) fluid was administered. The patient was reported to be in a guarded position and left the cardiac intensive care unit (cicu) and returned to cardiovascular operating room (cvor) for left ventricle perforation. The user stated that the non-abbott wire caused a ventricular wire perforation. On (B)(6) 2026, the patient was pronounced to be deceased, and the implanter classified this death as being related to the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.